Event description:
When the nurse attempted to inject the pre-filled syringe of rhophylac, the solution could not come out of the barrel. There was no hole in the barrel, therefore, the solution could not be dispensed.====================== manufacturer response for pre-filled syringe, rhophylac======================"review of the manufacturing batch records for rophylac, batches 04777-00022 and 04777-00023, found no deviations furing the manufacturing of this product. This is the second complaint filed for lot 04777-00022 due to a blocked syringe. This second complaint is currently being investigated. Similar complaints have been reported for other lots. The problem was in all cases due to the rhophylac units being connected to an incompatible device."we disagree with the manufacturer's opinion because: 1)we administer approximately 700 doses a year and know how to use the connector, 2)we tried to administer it directly (not through an IV) so that we didn't need to use the connector, and it still would not dispense the medication.